Event description:
It was reported that during an unknown procedure the device was working well, but plastic piece detached from its handpiece. Decision was not to proceed with it, no injury suffered, broken without any valid reason.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. B3: event year only reported: 2023. D4: batch #: v70221. Additional information was requested and the following was obtained: did the active titanium blade break off? No. Did the white tissue pad break off? Yes. Is the white tissue pad completely missing from the clamp arm of the device? Yes. It completely fell, detached. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch v70221, and no non-conformances were identified.